Event description:
On 11/6/96, the MFR received info from its distributor which states that the device was explanted as it was leaking and that the facility had previous problems with the device. On 11/8/96, an explant record was received from the distributor which states that the device was implanted within the left subclavian vein on 10/14/96. It additionally states that the device was removed on 11/5/96 as a result of the pt being admitted with device leakage and hematoma at the device site. Contrast studies revealed a leak at the device septum.